Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the seal of the device was missing and the suction did not work. Per service report, this complaint can be confirmed. During evaluation, the tissue seal was found to be missing and the blade did not lock into the shaver. The device was modified, repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the missing tissue seal. The missing tissue seal would have caused the blade not to lock into the shaver and in turn would have resulted in suction failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/14/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/14/2019 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure while using a fms tornado micro handpiece with buttons, it was found it had missing seal and suction did not work. Procedure was completed with a replacement device. No surgical delay or patient consequences reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/14/2019 and passed all functional testing before being returned to the customer.